Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The maquet service technician replaced the quad temperature module (qtm) and performed a full calibration, functional testing and safety check to factory specifications. The defective qtm was not returned for investigation. (B)(4).

Event description:
On (b)6) 2013, while performing preventive maintenance (pm), the maquet service technician discovered that for the rpc 20-121 2-pumps console (article number: 70102.8583, serial number: (B)(4)) the unit was not reading temperatures. The customer had not been monitoring temperature with the hl20 during cases (they had used their heater unit to monitor temperatures) and had not noticed the malfunction. (B)(4).